Manufacturer narrative:
E1: facility name, "(B)(6)." Address line 1 "(B)(6)." Address line 2 "(B)(6). Phone number "(B)(6). H3: no samples nor pictures were returned for investigation. The device history record for the reported lot was reviewed and it confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and complaint of upstream occlusion alarm cannot be confirmed, and a probable cause cannot be determined.

Event description:
It was reported that the occlusion alarm from the cadd pump won¿t stop and it needs to be replaced with a new administration set to be resolved. There was unknown patient involvement. Per reporter, two devices were affected.